Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient called stating the implantable pulse generator (ipg) ¿battery was not working.¿ the patient did not want to be transferred to customer service as they will be moving out of the country. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.